Manufacturer narrative:
The strain to the paramedics back did not result in any medical intervention. A visual and functional inspection was performed by a technical service engineer. It was found that there was no damage with either the power load, and that the power load was installed correctly.

Event description:
It was reported that the lifting arms came up and lifted the stretcher by the x frame legs. The power load lifted stretcher by 200mm then dropped suddenly. It was reported that the paramedic suffered a strained back. Further information was not provided.

Event description:
It was reported that the lifting arms came up and lifted the stretcher by the x frame legs. The power load lifted stretcher by 200mm then dropped suddenly. It was reported that the paramedic suffered a strained back.